Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pacer device failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the reported problem was resolved and the device was functioning as expected and it was returned to clinical use. The device will not be returned to zoll.